Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). It was determined that the patient had a significant electrolyte imbalance. None of the programming changes that were attempted to address the twos were successful. The rv lead remains in use. No patient complications have been reported as a result of this event.